Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Robotic lap hysterectomy- "during the procedure the balloon came off of the cannula and extended over the opening of the cannula/sleeve. This minimized visibility and a new trocar had to be placed. A piece of the double duckbill seal also separated from the seal housing and fell into the patient's abdomen. Through discussions with the techs it appears as though suture being passed through the cannula may have caught a piece of the seal. The seal housing as well as the piece of seal removed from the patient are being sent back with the advanced fixation cannula." Patient status: ok.